Manufacturer narrative:
The initial MDR 2517506-2017-00882 was filed on 14-dec-2017. Additional information (12-jan-2018): a siemens headquarter support center (hsc) specialist reviewed the event data. No process or sample errors were reported around the time of event occurrence. The initial sample was processed and then reloaded for the 2 repeat tests, indicating that the initial sample was in a different aliquot than the subsequent repeat tests from the same sample. The hsc specialist determined that minimal sample was available due to a short draw in a micro-container, therefore, there was an increased risk of introducing fibrin to the sample. The hsc specialist recommended using a transfer pipette to transfer sample from short draw tubes into small sample cup container (ssc). The hsc specialist suspected that there was fibrin or cellular debris pulled into the aliquot well which could have caused an issue when being sampled. The hsc specialist recommended that the customer follows proper sample handling procedure. The cause of the discordant, falsely depressed vancomycin (vanc) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00888_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range on the day the event occurred. The customer also stated that the patient sample was a short sample collected in a microcontainer tube and there were no other serum sample available for the patient. There were no more orders placed for vancomycin for the patient and no further serum draws. The patient has been discharged. The cause of the discordant, falsely low vancomycin (vanc) results is unknown. The instrument is performing according to specifications. Siemens is investigating the issue. MDR 2517506-2017-00888 was filed for the same event.

Event description:
Discordant, falsely low vancomycin (vanc) results were obtained on a patient sample, ran in duplicate on a dimension vista 1500 instrument ((B)(4)). The initial results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument ((B)(4)) also resulting falsely low. The sample was then repeated on an advia centaur xp instrument, resulting higher and matching the patient's clinical histories. The initial result obtained from the advia centaur xp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc results.